Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the external pulse generator (epg), cable was returned with the epg and subsequently tested out of specification during manufacturer's analysis.